Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low battery, and no external power alarms was confirmed via the submitted log file. The log file contained data spanning an unknown amount of time, the clock was at the default setting of (B)(6) 2001 1:00 throughout the entire log file; the yellow wrench advisory alarm was active throughout the log file due to the clock not being set. Also active in the log file were several low battery advisory alarms that activated due to extended use of the batteries and several no external power alarms that activated due to both power cables being disconnected at the same time during power source exchanges. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller was not returned for analysis. The root cause for the observed no external power alarm was determined to be user error in disconnecting both cables during a power exchange. A root cause for the clock not being set was unable to be conclusively determined through this analysis. The heartmate ii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including power cable disconnected, low battery, and no external power alarms. Section 3 of the patient handbook, entitled ¿powering the system¿, outlines the use of the different power sources and warns the user to keep the controller connected to at least one power source at all times. The patient handbook also has safety checklists that instructs the patient to check the connectors, on both the controller cables and different power sources, for dirt, grease, or damage. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The cause of pump stop and system controller clock reset is not identified. The event is also reported on the pump under MFR# 2916596-2019-03830. Approximate age of device- age of device cannot be calculated with the current information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced low voltage and no power based on the device interrogation when the patient was admitted to the emergency room. The manufacturer's technical service representative reviewed the log file and observed the clock reset to the default time indicating that the device lost all power leading to pump stop. The pump stop occurred for unknown period of time. The clinical team cannot determine the cause of clock reset. The labs were drawn and were normal.